Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgery took place wherein both leads were explanted and replaced. During the procedure it was discovered one lead had migrated and second lead was fractured. Effective therapy was restored.

Event description:
It was reported the patient was unable to enter MRI mode due to high impedance. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103233.